Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the broken plunger on matrix drawer 6. A field service engineer (fse) had powered down the station, removed the back panel, and removed the matrix drawer from the cabinet. Fse replaced the u-link plunger, reinstalled the drawer, closed the back panel, and powered on the station and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es back latch was broken, preventing the matrix drawer from opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.